Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn, loose and out of axial alignment, which caused the device to fail for vibration. It was determined that the worn and loose bearings created a situation where the cutter was not able to be inserted, thus not able to function. If a cutter was inserted with this type of damage and the device ran, it would have created heat or vibration or noise or all three conditions from the damaged bearings. These two issues, noise and vibration, were caused by the worn and damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was discovered that the attachment device was running noisy with the bearings. During in-house engineering evaluation, it was observed that the device failed for vibration. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.